Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, the valve was implanted too aortic. The paravalvular leak (pvl) worsened from mild to moderate. A second valve was implanted in the targeted position and the pvl was resolved.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve (thv) was not returned for evaluation and therefore visual, functional, and dimensional testing was not performed. No imagery was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record (DHR) and lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The labeling/ instructions for use (IFU) for the sapien 3, japan em, procedural training manual, and patient screening manual were reviewed. Per IFU precautions: verify the correct position of the thv with respect to the target position. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Deploy the thv by inflating the balloon with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. No IFU/training deficiencies were identified. The complaints for "valve deployment and position - malpositioned thv" and "valve deployment and position - deployed valve exhibits paravalvular leak" were unable to be confirmed, a complaint history review is not required. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. As reported, "the valve was implanted in too aortic position and valve in valve procedure was required. During valve deployment, the valve was attached to the non-coronary cusp (ncc) side first and anchored. As the calcification on ncc was severe, shortening of the valve was not much. Then the valve was attached to left coronary cusp (lcc) side and anchored. Shortening of the valve was as usual. After the deployment, the height of the valve at ncc side and lcc side was different. The pvl was mild initially but was worsened to more than moderate two hours late". Per IFU, malposition/pvl is one of the known potential ae associated with bioprosthetic heart valves or tavr procedure. Per the training manual, "despite the anchor calcium provides for the thv, extent and distribution of calcium may affect procedural success". As the presence of calcification at the native annulus was unevenly distributed with the ncc having more calcification than the lcc, the uneven distribution of calcification likely resulted in asymmetrical deployment of the valve leading to thv malposition. The complaints for "valve deployment and position - malpositioned thv" and "valve deployment and position - deployed valve exhibits paravalvular leak" were unable to be confirmed due to unavailability of provided imagery. No potential manufacturing non-conformances were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. As such, available information suggests that patient factors (uneven distribution of calcification) likely contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The valve deployment was malpositioned with the lcc side seated higher than the ncc, the seal surrounding the native annulus have been compromised, leading to paravalvular leak as reported in this case. As such, available information suggests that patient factors (uneven distribution of calcification) likely contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. As such, available information suggests that procedural factors (malpositioned valve) likely contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Since no edwards defects were identified, no corrective or preventative actions are required. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause of the valve malposition may have been due to patient factors (severe calcified annulus) and/or procedural factors (not specified) may have contributed to the event. The cause of the pvl was not able to be determined. However, per IFU, malposition/pvl is one of the known potential ae associated with bioprosthetic heart valves or tavr procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.